Event description:
In 2009, the patient reported that the menu and check buttons of her infusion device are not functioning properly. She stated that the buttons do no respond when pressed and she must use a pen or the plunger rod of the insulin cartridge to press the button to make the connection. She stated that there is no audible beep when the buttons are pressed. She noticed this 3-4 months ago. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.